Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 48 shortly after making a meal announcement with a small carbohydrate amount while using the ilet bionic pancreas, and treated with oral glucose tablets and juice; subsequent blood glucose was 171. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates without need for medical intervention or hospitalization. Investigation included review of device reports and discussion of glucose trends and cgm consistency, with plan to contact the clinical team regarding frequency and severity of lows. Investigation of this case revealed no device malfunction identified during telephone troubleshooting, and the event was characterized as hypoglycemia with an unclear cause in the context of potential cgm inconsistency and recent meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.